Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient will undergo a revision due to the ipg moving around in the pocket.

Event description:
A report was received that the patient will undergo a revision due to the ipg moving around in the pocket.